Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) experienced gas loss alarm during use. The patient was taken off this unit. No harm was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,d10,e2,e3,g3,g6,g7,h2,h3,h11. Corrected fields:e1(event site name),g2,h6(component codes). A supplemental report will be submitted upon completion of our investigation.